Manufacturer narrative:
Investigation results: five mz1000 samples were received in sealed packaging from lot 23125401. No connecting product was returned for the investigation. The customer reported leakage during use. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to leakage testing in order to replicate the customer's experience; no leakage was observed from any component throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23125401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that reports of this nature against products in the mz1000 product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: when using the valve, leaking problems appears.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed